Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwos) episodes were observed on the device. No intervention has been performed. The patient is stable with no consequences.